Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge gives an error code stating that the lid is not closed when it is closed adequately. Unfortunately, it is unable to spin as a result. This was discovered during a case. After 15 minutes of trouble shooting without success, it was decided that bma was utilized instead of bmac.

Manufacturer narrative:
Additional information: g3, h3, h6. When unit is powered on, basic functions were checked and did not display any error codes. The lid cover closes but the sensor does not register it as such. See vendor evaluation.